Event description:
The valve was removed due to thrombus and possible endocarditis. Prior to explant stenosis was noted with peak gradient at 70mmhg. The valve was replaced with no additional consequence reported for the patient.